Manufacturer narrative:
Additioanl information: h6 and h11. H11: the device was received for evaluation. During visual inspection, no product malfunctions were observed on the sling bar, quick-release hook, and q-link 13. Several scratches were visible on the quick-release hook which indicates that the sling bar has been incorrectly attached to the q-link 13. A functional test was also performed where the sling bar was attached to the q-link 13, which was completed without any issues. The reported condition was not verified. However, the issue could have been caused by a potential user error, when the sling bar has been incorrectly attached to the q-link 13 by the customer. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: the date of the event occurred "in early august"; however, the exact date was not reported. H11: the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient fell with a uno 102 lift. An occupational therapist was in the patient's home to ¿trial the use of a mobile lift¿ to be used during transfers from bed to wheelchair. It was during training when the ¿sling bar released¿ and the patient fell to the floor. The patient was transported to the emergency room for evaluation and diagnosed with a cerebral hematoma. After an unknown amount of time, the patient underwent three (3) brain surgeries. The patient was readmitted to the hospital for unspecified complications which include infections and received unreported antibiotics. It was further reported, the patient has ¿brain damage¿ and is now living in a short term care facility. No further information was available at the time of this report.